Event description:
The hospital reported that during the endoscopic vein harvesting procedure, two hemopro devices began overheating and would not shut off. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. The reporter did not know if these 2 incidences occurred in 1 case or in 2 cases; therefore, this will be tracked as one case. This report is for the second device.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.